Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary ag, (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. MFR report #: 8010762-14110. (B)(4). Additional info from user facility report: maquet cardiovascular is submitting an additional initial report as the uf/importer reporter. The uf/importer report number was added to the form and the MFR report number was removed.

Event description:
The body of the catheter was not correctly glued. The failure was noticed during unpacking prior to use. (B)(4).